Event description:
It was reported that during the positioning of the coil within an aneurysm, it detached from the delivery pusher. The implant coil was retrieved successfully using a snare. No harm or injury was reported.

Manufacturer narrative:
Sample analysis: an eval of the actual complaint sample could not be performed as a device has not been returned to date. It was said to be available. We have inquired regarding it's status. The root cause of this complaint cannot be determined at this time. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.